Manufacturer narrative:
No death or serious injury were reported due to the malfunction and it was confirmed that the patient outcome was successful using the second vial of lava. Though there was no death or serious injury in this event, a MDR has been filed due to the potential for death or serious injury due to the delay in procedure and/or should the event occur during a medical procedure. A review of production records show the batch was manufactured to approved specification and met quality assurance criteria.

Event description:
While removing air from the syringe filled with lava, the syringe plunger fell out and approximately 1 ml of lava was lost on the table. There was no patient contact and a procedural delay occurred while a new vial of lava/syringe kit was prepared.